Event description:
The customer reported on (B)(6) 2014 at 05:59 she activated a new pod. Upon deactivation she noticed the cannula was slightly bent and the cannula was not inserted into the infusion site. There was also insulin pooling in the clear window of the pod.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the hyperglycemia. The user also reported that the cannula was out of the infusion site. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occurred. Qualification records were reviewed and the product lot met all acceptance criteria.